Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they experienced unexplained high blood glucose of 445 mg/dl. The customer was treated for the high blood glucose with a set change from their insulin pump. The customer was advised to replace plunger and manually push plunger very slowly, while keeping the reservoir straight, and verify insulin exits the tubing. Customer was advised to rewind pump, reinsert the reservoir into pump and run manual prime to at least 5.0 units. The customer states the insulin did exit the tubing. The customer stated that that insulin sometimes sticks on the walls of the tubing instead to forming a drop and falling out. The customer was shipped new sets to try to resolve the issue.